Manufacturer narrative:
The device was not returned for investigation nor any device information was provided to procept; therefore, no review of the device history record or log files was possible. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A review of similar complaints from a period of 12 months confirmed a total of 11 similar events have been reported to procept. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Per a user facility voluntary report submitted through the FDA's medwatch program, procept biorobotics corporation became aware that a male patient underwent an aquablation procedure for benign prostatic hyperplasia (bph) in (B)(6) 2022. The patient was discharged home and returned to the emergency room with urinary clot retention and required operative intervention with cystoscopy, clot evacuation, and fulguration of bleeding vessels at the bladder neck. No adverse health consequences were reported due to the reported event. No further details were provided nor was procept biorobotics made aware of this event by the user facility. Per the manufacturer's instructions for use, bleeding is a perioperative risk associated with the aquablation procedure.